Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed there was no connection to paxscan. There was a framerate error. The umbilical interconnect cable was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect cable was returned to the manufacturer for evaluation and the reported issue was confirmed. The mobile view station (mvs) interface cable was tested. Bench testing and gbit testing failed. An open was found between pin #1 and 2, and pin# 4 and 5. Continuity testing passed and visual inspection shows normal wear of umbilical cable.

Event description:
A site representative reported that, while in a spinal fusion procedure there was an image frame rate error message and grainy 2d images. Rebooting the system did not resolve the issue. On the second reboot, the imaging system pendant was stating "connected but not ready" for the mobile view station (mvs). The site was not able to use the imaging system for the case. The case was continued with c-arm fluoro imaging. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.